Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
(B)(4). "The surgeon was performing a total hip revision and the tip of the lambotte osteotome broke on impact with the acetabular cup. Both pieces were retrieved and match up. The pt did not have an adverse outcome. What was the original intended procedure? Right total hip revision. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working".